Event description:
The patient reportedly experienced an overly loud sensation followed by no sound, in 2003, the patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.